Event description:
An infant had a PICC line inserted on a day and after four days a chest x-ray was done which noted that the right PICC seen on the previous study is no longer evident. Repeat films were done with a concern being noted that a catheter fragment has been confirmed that extends from the upper aspect of the right atrium into the inferior vena cava (ivc). After discovery of the catheter fragment the infant was transferred to an outside hospital for management and retrieval of retained fragment. No original packaging was kept. The catheter fragment is in our custody. Device information: PICC 1st a/l 26ga 1.9 fr - 384221. Four lot numbers were stocked that day in nicu: 11324412, 11288799, 11250369, 11306156.